Manufacturer narrative:
This report is filed january 8, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement, pain and headache with device use. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).